Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sealer was functioning perfectly at the beginning of the procedure, but at the end, it was felt that the device was not sealing as good as it used to. The surgeon felt that the seal was not good enough, and decided to open a new one. There was no re-grasp alert, but an end tone was heard with an evidence of energy delivery. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found a stuck staple on the back of the device's jaw. The device continuously generated a re-grasp alarm and a seal cycle could not be completed. The investigation identified the root cause of the reported event to be a stuck staple that caused a short which prevented the device from completing its seal cycles. This is a user error related issue. The instruction for use (IFU) warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.